Manufacturer narrative:
The mayfield swivel adaptor (a1018) ) was returned for evaluation: failure analysis - the investigation of the unit confirmed that the swivel sleeve needed replacement due to worn teeth. The nylon washers and retaining rings were worn and were replaced. General maintenance, cleaning and replacement of worn components is required. Root cause - the reported complaint was confirmed. Unit received requiring preventive maintenance and replacement of worn parts as a result of normal wear and tear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2008). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mayfield swivel adaptor (a1018) was stuck and would not swivel. It is unknown if there was patient involvement; however; no patient injury was reported or surgical delay has been reported.